Event description:
Per the clinic, the patient experienced extrusion of the device, and subsequently, the patient was treated with IV antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient had picked at the surgical site and caused an infection and extrusion.